Event description:
It was reported that suddenly spo2 and etco2 alarming (confirmed that this was via patient monitoring philips) spo2 77% then 60% then 40% then 34%. Ventilator had stopped working without any intervention or alarm or noise. Pt bagged on 100% fio2. Pt sats improved to 100% ¿ patient¿s spo2 saturation temporarily decreased. No serious injury was reported. In case of recurrence: at the present time, stop of ventilation cannot be excluded.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going

Event description:
It was reported that suddenly spo2 and etco2 alarming (confirmed that this was via patient monitoring philips) spo2 77% then 60% then 40% then 34%. Ventilator had stopped working without any intervention or alarm or noise. Pt bagged on 100% fio2. Pt sats improved to 100% ¿ patient¿s spo2 saturation temporarily decreased. No serious injury was reported. In case of recurrence: at the present time, stop of ventilation cannot be excluded.

Manufacturer narrative:
The investigation was based on the reported event and log file analysis. The logfile indicated a potential faulty rocker switch which was further investigated at the manufacturer and site on behalf of an external laboratory. Based on the log file analysis a complete disruption of the device operation on the reported date of event could be confirmed. The log file shows that the device had detected a piezo test error and as a result the alarm message ¿auxiliary acoustical alarm failure¿ was posted directly after start-up of the device. This corresponds with a faulty rocker switch since the auxiliary alarm is supplied via the rocker switch (main on/ off button of device). In case of a faulty rocker switch the device is permanent switched on although the rocker switch is in state off. Therefore, the device can be put in operation despite the rocker switch being in state off. If the functionality of the rocker switch is restored during device operation, the device would shut down. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software would detect a deviation the device would post an appropriate alarm message to inform the user about a problem. In case of a complete loss of function the safety valve would open to ambient for allowing spontaneous breathing. Based on the investigation results, it was confirmed that the rockerswitch was defective. The hardware was replaced by dräger service on site and the affected device was then tested according to the manufacturer's specifications without any deviations. The patient suffered a temporary drop in saturation due to the ventilation failing. The nurse reacted immediately and bagged the patient, who then recovered. No serious injury was reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.